Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were fully functional upon receipt. There was no product malfunction. There is no indication that the treatments during asystole caused or contributed to the patient death. Device MFR date(s): monitor sn (B)(4) - (B)(4) 2011, electrode belt sn (B)(4) - (B)(4) 2012.

Event description:
A zoll distributor reported that a (B)(6) male patient passed away on (B)(6) 2014 at approx 9pm. The patient was treated 13 times during the event. The lifevest detected ventricular fibrillation and delivered a 163j pulse at 21:01:45. The post-shock rhythm was asystole transitioning to vt. The arrhythmia degraded to asystole. The lifevest delivered 11 additional treatments during asystole. A 13th treatment was delivered at 21:31:30 during a run of ventricular tachycardia. The treatment was unable to convert the arrhythmia. The electrode belt was disconnected at 21:36:27 on (B)(6) 2014. Emts transported the patient to the hosp where the patient was pronounced dead. There is no indication that the treatments during periods or asystole caused or contributed to the patient's death.